Manufacturer narrative:
The lot number for the malfunction was not provided; therefore, a lot history review could not be performed. The device has not been returned for evaluation; however, medical records were provided but remains inconclusive for retrieval difficulties and perforation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation and unable to retrieve. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) year old female; weight was not provided.